Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "start of lung transplant cases or cardiac surgical cases the waveform dampens. Dr. Troubleshoots for 1-15 mins per case. It's not kinking. He finds it's clotting. Did catheter exchange for a single cvc and found blood clot pushed out of 01618 by guidewire during exchange". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "start of lung transplant cases or cardiac surgical cases the waveform dampens. Dr. Troubleshoots for 1-15 mins per case. It's not kinking. He finds it's clotting. Did catheter exchange for a single cvc and found blood clot pushed out of 01618 by guidewire during exchange". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".